Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited over-sensing of farfield r-waves. The patient was asymptomatic and pacing was not inhibited. Programming changes were made.